Manufacturer narrative:
(B)(4). A device history record of the reported lot has been reviewed by maquet cardiopulmonary (B)(4) and no abnormality was found. Moreover, no scrap record for the related material was found. The investigation showed that during unpacking the tubes or in the kitting room, while preparing the tubes according to the technical drawing, there could be a crack on the tube due to improper usage of the cutting tool. However, the crack should be noted during packing of the set. Additionally, there was just one set related with the failure. As a corrective action the tube cutting tool was changed.the new tool has been used since november 2015 in production. Furthermore, a training was conducted and the operators have been instructed to be more attentive with visual controls of the tubes. Investigation is still pending. A supplemental medwatch will be submitted as soon as further information becomes available.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4).. The device was received but the investigation has not yet been performed

Event description:
Crack and blood leakage to left ventricular vent line during patient use was observed in roller pump raceway. Product was not replaced. Treatment was not delayed. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) requested the product for investigation. A tube 1/4x1/16 was received. During visual inspection a 2 cm long crack was noticed. Therefore the reported failure could be confirmed. Furthermore a damaged (kinked) tube was noticed. No evidence was provided that this failure was noticed within the initial complaint report. An additional complaint was opened for tracking and trending. Based on the reported information and maquet cardiopulmonary's investigation, the most probable cause of the cracked line is the usage of material # (B)(4) by connecting to a roller pump. Customer mentioned that the customized tubing set is always used with a roller pump. By using a roller pump it is more suitable to use a silicone tube or pvc tube with 65sh. Until yet 75sh was used. Therefore a material change will be done in the drawing of the involved customized tubing set. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).